Manufacturer narrative:
On september 4, 2020, mentor became aware the patient would undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 10, 2020, mentor became aware the patient rescheduled their explantation date to (B)(6) 2020. In addition, information was received indicating the patient experienced an implant site hematoma on the right side, which required surgical intervention. The implant was removed and replaced, which is considered off-label use of the product. H6 patient code 3191: surgical intervention, medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2020, mentor became aware of an updated date of event. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 10, 2021, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Per mentor instructions for use (IFU), these devices are for single use only and should not be re-implanted. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Therefore, the device could be used in an off-label manner. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: capsular contracture, baker grade unk. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient underwent a primary breast augmentation with mentor memorygel breast implant 300cc and experienced bilateral capsular contracture, baker grade unk on post-operatively, which was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.